Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 21 events were reported for this quarter. 20 devices were received for evaluation; 18 events were duplicated during testing. The reported event was not duplicated during testing for 2 devices; however, the devices were outside specifications. 12 devices were found to be affected by compromised lubrication. 2 devices were found to be affected by corrosion. 2 devices were found to be affected by compromised lubrication and shattered bearings. 2 devices were found to be affected by debris. 1 device was affected by shattered bearings. 1 device was found to have a damaged component. 1 device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 21 malfunction events, in which the device reportedly overheated. 17 reported events had no patient involvement; no patient impact. 4 reported events had patient involvement with no patient impact.